Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg bi-ventricular (bi-v) defibrillator, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and lasted less than 3 years. It was also reported that there were high left ventricular (lv) lead thresholds as well as high right atrial (ra) lead thresholds. The device was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.